Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2901 ohms triggering a lead safety switch (lss) to unipolar on this implantable pacemaker. Programming was recommended and to reassess the lead in six months. At this time the device and lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).